Event description:
A peritoneal dialysis (pd) patient reported he received an alarm for fluid leak during treatment. The patient was hospitalized on (B)(6) 2014 with complaints of severe abdominal pain. Cultures revealed staphylococcus aureus peritonitis and the patient was treated with vancomycin. The pd nurse confirmed staphylococcus aureus contamination peritonitis. No samples were retained for investigation. The patient was discharged on (B)(6) 2014. During follow up on (B)(4) 2014 the pd nurse stated the patient was recovering.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.